Event description:
It was reported the cardiac loop recorder showed a false episode. There is a question regarding some oversensing seen. The cardiac loop recorder remains in use. It was further reported that the cardiac loop recorder was explanted due to a system upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported the cardiac loop recorder showed a false episode.there is a question regarding some oversensing seen. The cardiac loop recorder remains in use. No patient complications were reported as a result of this event.